Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 2013. Medical device problem code - 1260. Investigation findings code - 3252 and 3243. The physical investigation of the returned items revealed that no fracture had occurred. The correct codes for this complaint are: health effect - clinical code - 1924 and 1932. Medical device problem code - 2408. Investigation findings code - 3221. This follow up report is also correcting the manufacturer narrative: replacing previous statement of: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. To corrected statement of: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.